Manufacturer narrative:
E1 reporting institution phone #: (B)(6). The system was checked remotely for alarms in system configuration, and it was identified there is only one apc, no redundancy against failures. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the monitoring center on ward c1 cardiology is experiencing increased failure. None of the monitors are displaying anything anymore (all the screen displays are blue). The message "loss of wireless monitoring" appears at the top." The device was reported to be in clinical use. No adverse event to the patient or user was reported.